Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient developed redness and scar underneath the sensor pod area only. The patient had itching and burning sensations in the area. The reaction was treated with topical steroid hydrocortisone. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).